Event description:
The manufacturer received a voluntary medwatch (mw5105767) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sarcoma and pelvic tumor. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5105767) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sarcoma and pelvic tumor. There is no report of the medical intervention that the patient has received at this time. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.